Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, since the actual device has not been returned, investigation was conducted based on the obtained information, and a root cause was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit, had a defective camera cable. The event occurred during preparation for use. There was no report of patient or user harm associated with the event. Subsequently the device was returned evaluation and confirmed an error code e224 displayed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.